Event description:
According to the initial information one device has deflated but no revision surgery was scheduled. Additional information receved in 2005 indicated that a revision surgery did occur in 2004.